Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a bent cannula, which led to high blood glucose event on (B)(6) 2026. The bent cannula had occurred on the first day of use after the infusion set had been in place for one day. The insertion site was upper bum. The patient had high blood glucose for three to four hours. The high blood glucose had been treated with an insulin pen. No further information available.